Manufacturer narrative:
The device was returned to our us facility as documented in section d9 and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that a little piece of metal came out of the mechanism of the blade, not from the blade itself and fell into the patient during procedure. It was retrieved. No patient harm. No negative impact in state of health reported.